Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8100 error 242.4030 in the error logs. Account name: (B)(6). Account #: 1013680 asset name: 8100 lvp dom v8.5.29 r. Asset location: contact: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had error 242.4030 in the error. But he was not able to replicate the error code. Lvp8100 sn (B)(4). Case resolution: I recommended (B)(6) to run a basic infusion test on the pump. If (B)(6) can duplicate the error, he will replace ail sensor. Otherwise, (B)(6) will replace bezel assy.